Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The or manager reported to the french sales rep the following event: "on (B)(6) 2011, the patient was implanted an abgii modular hip prosthesis. This patient came for a consultation a month ago because she had pain with cracking and the x-ray performed in early (B)(6) showed an intra-cotyloidal dislocation of the acetabulum. The revision surgery is planned for (B)(6) 2017.